Manufacturer narrative:
(B)(4). Date sent 11/4/2024. Additional information was requested, and the following was obtained: what troubleshooting steps were taken before cutting the stapler out? The surgeon hit the home button on the stapler, the stapler provided some haptic feedback, but knife blade did not return to home. Is the current patient status known? Patient is doing good, and pathology came back negative. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. The stapler had been fired successfully about 6 times prior to the issue. How was the bleeding controlled? Clamps and sutures. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch#: 750c48. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage, with an unknown trocar inserted in the device and with a gst60g reload loaded on the device. The reload was received unfired. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted and once the device completed the firing sequence the knife returned home as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number: 750c48, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during a lobectomy/lung resection, after firing multiple times, on a fire they could not open stapler. They were unable to open the jaws of the stapler to remove from tissue, they had to use another stapler to cut it out. There was extra bleeding and had to staple outside of targeted tissue. Delayed case thirty minutes but was able to complete.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? What troubleshooting steps were taken before cutting the stapler out? A manufacturing record evaluation was performed for the finished device ech60s lot number c9d89p and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.